Event description:
Event description from maude database: while attempting to place a left axillary arterial line, provider was attempting to remove the wire that an arterial line kit came with and met resistance. Took 2 providers to be able to remove the wire. Pressure was applied to the site for greater than 2 minutes and bandage was applied. When evaluating the wire, they noted that the wire unraveled within the patient. What was the original intended procedure? : arterial line placement what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) multiple attempts for additional information has been requested to the customer. No response has been received at time of this report.

Manufacturer narrative:
(B)(4). Uf/importer report #5201030000-2022-8020.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Event description from maude database: while attempting to place a left axillary arterial line, provider was attempting to remove the wire that an arterial line kit came with and met resistance. Took 2 providers to be able to remove the wire. Pressure was applied to the site for greater than 2 minutes and bandage was applied. When evaluating the wire, they noted that the wire unraveled within the patient. What was the original intended procedure? : arterial line placement what problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working). Multiple attempts for additional information has been requested to the customer. No response has been received at time of this report.